Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty three days following the implant of this transcatheter bioprosthetic valve, transthoracic echocardiogram (tte) revealed severe paravalvular leak (pvl). An angiogram was taken showing the valve migrated to a depth of 20+ mm below the annulus with severe pvl. The valve was snared to a position of 8 mm below the annulus with trace pvl and the physician was not confident the valve would stay in position due to lack of calcium in the annulus and previous migration. A second non-medtronic valve was implanted inside of the first valve uneventfully. It was reported that the initial implant depth of the first valve was 10mm on the left coronary cusp (lcc) and 10mm on the non-coronary cusp (ncc) and no post implant balloon aortic valvuloplasty (bav) was performed. No additional adverse patient effects were reported.